Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2007-00023 and #3003742446-2007-00116.

Event description:
The report from the field indicated that the patient was admitted with an acute myocardial infarction (ami) and was taken for an emergency interventional procedure. The patient was found to have a three-vessel cardiac disease. The right coronary artery (rca) was found to be totally occluded. The vessel was re-opened and a cypher 3.5 x 23 mm stent was implanted successfully without complication in the mid rca. After the implantation, coronary angiography was done and thrombus was noted in the distal vessel. The physician did not associate the thrombus with the device or procedure, but with the patient's condition and the ami. While re-accessing the vessl with an unknown stabilizer guidewire, resistance was felt. The distal tip of the guidewire became entangled with the cypher stent, unraveled/and fractured. The physician then used a bs ace balloon-on-a-wire that also had its distal tip shear off. The patient was taken for emergent surgery. The stent with the guidewire tip still entangled was explanted. The patient was in stable condition post-surgery at the time of this report.